Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reported mlx lightsource was used during a procedure, with a cable that was not one of integra's, where there may have been a patient burn. (B)(6) 2017 customer reports that a breast augmentation was being performed. Patient was burned by the api illuminating mammary retractor (16mm x x135 mm) product number (B)(4). Handle where the api anthony cable product number (B)(4) connects to the cable was 183f degrees-188f hot. Storz light adaptor short cu-saiko by api anthony and storz light adaptor long were also used. Burn found on chest wall the size of a penny. (B)(6) 2017 customer email reports "I think your equipment did everything it was supposed to do."

Manufacturer narrative:
On 3/20/2017 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - complaint is unconfirmed; this is due to the product not being returned for review. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order / manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.